Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging an inaccurate result of "133 mg/dl" with the subject. There was no indication that the product caused or contributed to an adverse event. Quality control testing was performed which tested outside of specifications. This complaint is being reported due to the failing control solution test result.

Manufacturer narrative:
Follow-up # 1 ¿ (10/15/2014), the patient¿s test strips #3505671 have been returned on 9/10/2014 and evaluated by lifescan product analysis on 10/6/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.